Event description:
The pt had an mr procedure performed on her. The pt was physically large and was scanned with the synergy spine coil. She was under anesthesia during the examination as she was claustrophobic. After the scans, the pt was found to be burned on the outer upper left thigh (2nd degree burn with 1.75 cm blister) and middle finger of the left hand (first degree).